Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the or when the user pulled the guide wire from its advancer, the tip of the wire "got split". As a result the guide wire was not used, instead a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire unraveled was confirmed. Returned were a guide wire and an advancer. The guide wire was bent and kinked along its length. The coils were slightly stretched at the proximal end. The core wire separated adjacent to the weld at the proximal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the guide wire in the area of the break. The proximal weld appears full and remains attached to the unbroken coil wire. A manual tug test confirmed that the distal weld is intact. The core wire measured approximately 60 cm in length. Based upon the measured length of the broken core wire, no pieces appear to be missing. The od of the guide wire measured 0.804 mm. This met specification of 0.788 - 0.826 mm per guide wire graphic. The device history records were reviewed with no evidence to suggest a manufacturing related issue. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force other remarks: greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.